Event description:
Following successful ablation of calcified plaque of the pt's right sfa with the rotablator device, the wire fractured during dynagliding. The wire was successfully retrieved with a snare. No pt injury or complication was reported.